Event description:
It was reported that patient received inappropriate shock. Device damage was suspected. The hv therapy was turned off. Lead and device were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).